Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced lld contact spring and #2 pole-cable in the reported problem area of the pipette assembly. The instrument was cleaned, inspected, tested without further problem, and returned to svc.